Event description:
The customer reported via phone call that he was unable to prime on the insulin pump. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, the customer was advised that we will send out a tubing clamp and call back to continue troubleshooting when they receive it. The customer also reported via phone call indicating that the insulin pump alarm motor error twice. Customer stated that the alarm occured while performing high pressure test. The customer was advised to discontinue use of the device and agreed to revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr (gold).unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.